Manufacturer narrative:
The biomedical engineer (bme) reported that this central nurses station (cns) display screen seemed dim. They rebooted the keyboard/video/mouse (kvm) sender, receiver, and cns. The issue with the screen being dim went away, but then the waveforms displayed odd artifacts. Technical support (ts) had bme reboot the cns again, but when they launched the cns software, the splash was not displaying as expected; it was an outline of the usual screen. Ts stated it appeared to be a bad graphics card and to send the cns in for repair. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that this central nurses station (cns) display screen seemed dim. They rebooted the keyboard/video/mouse (kvm) sender, receiver, and cns. The issue with the screen being dim went away, but then the waveforms displayed odd artifacts. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that this central nurses station (cns) display screen seemed dim. They rebooted the keyboard/video/mouse (kvm) sender, receiver, and cns. The issue with the screen being dim went away, but then the waveforms displayed odd artifacts. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that this central nurses station (cns) display screen seemed dim. They rebooted the keyboard/video/mouse (kvm) sender, receiver, and cns. The issue with the screen being dim went away, but then the waveforms displayed odd artifacts. Technical support (ts) had bme reboot the cns again, but when they launched the cns software, the splash was not displaying as expected; it was an outline of the usual screen. Ts stated it appeared to be a bad graphics card and to send the cns in for repair. No patient harm was reported. Investigation summary: evaluation of the returned device was not able to duplicate the issue. The evaluation was performed with the cns connected directly to a monitor and did not use a kvm set up like the customer did. No issues were observed with the unit. The root cause cannot be determined. A serial number review of the reported device does not reveal additional related complaints. Complaint history review of the customer's account does not reveal similar complaints for the reported device. This issue will be tracked for future occurrences.